Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the wheel is touching the arm pad out of box. The dealer states that their was no damage to the shipping box. Per the repair evaluation, both wheels bent out of round with left being the worse rubbing the left arm.